Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) was confirmed. As received, the battery pack was unable to power a test monitor and charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no death or adverse event associated with the battery malfunction. Device evaluation of battery charger sn (B)(4) has been completed.  The reported problem (unable to charge a battery) was confirmed. Upon investigation the battery charger was unable to charge a battery pack.  The failure was due to contamination on the battery board.  The root cause for the contamination was ingress of an unknown liquid.  Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids.  There was no death or adverse event associated with the charger malfunction.

Event description:
A us distributor contacted zoll to report that a patient's battery won't hold charge and a charger was unable to charge a battery.